Event description:
A report was received that a pt was scheduled for a pocket revision due to ipg migration and scar tissue build up. The physician relocated the pocket and the pt was reportedly doing fine.

Manufacturer narrative:
This is the final report.